Event description:
Rptr's full term son suffered bi-occipital and lt parietal subarachnoid bleeds and cephalohematoma resulting in seizures, hypotonia and developmental delays as a result of vacuum assisted delivery. Delivery was successful after four unsuccessful attempts with vacuum. Pt was hospitalized in nicu for an add'l week and sent home on phenobarbital. Pt is now 21 mo and has been through physical, occupational and is still receiving speech/language therapy. It is the rptr's opinion that delivery should have been by c-section due to numerous indications of fetal stress and mother's preeclampsia, "the m.d. Seemed very uncertain of their own judgements and use of the device."